Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg would not communicate with any external devices due to the patient's failure to recharge or use her scs system for the past one year. Reportedly, surgical intervention was undertaken on (B)(6) 2015 explanting the entire system.